Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out-of-range (oor) shock lead impedance measurement of 0 ohms that was detected via the patient remote monitoring system. The health care professional (hcp) wanted to know the value of the shock lead impedance measurement; boston scientific technical services (ts) reviewed the data and provided the information. Ts also suggested to investigate about possible electromagnetic interference (emi) and to let the patient perform a patient initiated interrogation (pii) before troubleshooting. Further assessment should be done to the patient as advised. Additional information received stated that the cause of the low, out-of-range (oor) shock impedance measurement was not confirmed. It was mentioned that the physician believed that the reading from the daily measurement was incorrect due to electromagnetic interference (emi) and no further action was taken for the patient. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.